Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device was put through extensive testing including full functional testing and ECG stress testing via multifunction cable without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.